Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: h6 patient codes was was submitted incorrectly as 2377, 1750 and 1932. The correct patient codes are 1930, 1750 and 1932. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: patient code was updated. H10: narrative/data was updated.

Event description:
It was reported that the implant at tooth site #26 had been having undisclosed problems with the implant since the beginning. X-ray imaging was unremarkable. The patient was prescribed antibiotics and the patient confirmed improvement. Shortly after, the patient reported that the implant had fallen out. Symptoms as a result of the event: abscess, pain, inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.